Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump unexpected stopped pumping. The medical team attempted to restart the pump with standard troubleshooting procedures and was unsuccessful in restarting the pump. The impella cp device was explanted and replaced with a new impella cp device.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The data logs confirm that a high motor current pump stop occurred on the 20th day of support. The product was returned and a large purge gap was observed. The root cause of the pump stop was determined to be bearing wear. The pump stop occurred beyond the 8 day impella cp indication for use. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.